Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the right ureter during a uteroscopy (urs) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon had a fine hole. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation results: visual examination of the returned complaint device found the balloon was not folded and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. Functional analysis was performed, and when the balloon was inflated up to its recommended inflation volumes. When inflated three times to rate of burst pressure, it was noted that there were no leaks or drop in pressure. A visual and microscopic examination found no issue with the markerbands and the shaft was free from kinks or damage. Therefore, the returned device review (visual, physical, and performance testing) showed no evidence of a defect which could have contributed to the event, and the most probable root cause for this complaint cannot be detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the right ureter during a uteroscopy (urs) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noticed that the balloon had a fine hole. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.